Event description:
It was reported that a patient presented with loss of pacing, resulting in sustained arrythmia and syncope. The device was explanted on (B)(6) 2024. No further adverse patient consequences were reported.

Manufacturer narrative:
Reported event of no pacing was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed, including output verification, and inspection of header and connectors found no anomalies contributing to reported event of pacing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.